Event description:
It was reported that vessel perforation occurred and the patient expired. The target lesion was located in the circumflex artery. A rotawire guidewire and a 1.50 mm rotalink burr were selected to treat the lesion. The rotawire was then exchanged for a choice extra support guidewire. A 2.5 x 12 mm non-bsc stent was deployed distally and a 3.0 x 22 non-bsc stent was deployed proximally to treat the target lesion.. A 3.5 x 15mm non-bsc balloon catheter was also selected to treat the target lesion; however, it was then noted that a large perforation was present where the non-bsc stents were deployed. Per the physician the perforation occurred after using the balloon and deploying the stents. Another non-bsc stent was then selected and deployed in the target vessel. The patient was then transferred to another facility for further intervention. The patient expired the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).